Event description:
It was reported during a permanent implant procedure, one lead showed impedance issues. The physician replaced the lead with a new one. The procedure was extended 30 minutes. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.